Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A 1.75mm rotapro was selected for use. During preparation, it was noted that the rotawire was unable to advance, resulting in failure to perform the procedure.